Event description:
It was reported that bd plastipak¿ hyperdermic syringes with luer-lok were in packaging that said 50cc, and inside the syringes were 60cc. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: one picture sample was received for evaluation by our quality engineer. Upon visual inspection of the picture sample, no manufacturing related defects were observed. A device history record review did not reveal any quality issues during the production of lot number 1805290. Catalog number 300866 belongs to 50/60ml bdtm eccentric slip tip syringe ce mark sterile, single use syringes. The marking scale of the syringe goes up to 60ml, but the nominal value of the syringe is 50ml. If the scale is extended beyond the nominal capacity, the extended portion must be differentiated from the rest of the scale. In this case, it is differentiated by encircling the scale number of the nominal capacity line, 50ml. Since labeling of this lot is according to bd specifications the alleged defect cannot is not considered a manufacturing defect. Since no manufacturing defect has been detected no corrective action is taken.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ hyperdermic syringes with luer-lok were in packaging that said 50cc, and inside the syringes were 60cc. There was no report of exposure, serious injury or medical intervention.